Manufacturer narrative:
Initial reporter facility name: (B)(6). Device evaluated by MFR: promus premier ous mr 20 x 2.75mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with struts lifted on the proximal end. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left coronary artery . A 2.75 x 20mm promus premier drug-eluting stent was advanced for treatment. However, the stent was unable to cross the lesion. The procedure was not completed due to this event. There were no patient complications reported. However, returned device analysis revealed stent damage.